Manufacturer narrative:
(B)(4).

Event description:
A report was received stating the endobronchial tube "air bag was broken". There was no patient involvement.

Manufacturer narrative:
The returned endobronchial tube was reported to display a "cuff wont inflate" issue. The returned sample was inspected however the reported condition could not be confirmed. (B)(4).